Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels and no delivery alarms. The customer's reading was 569 mg/dl. The customer treated with the insulin pump. The customer did not report any symptoms. The customer performed troubleshooting and was able to clear the alarm and to run manual prime. The customer was advised that the device was working as designed. The insulin pump was not replaced or returned for analysis.